Event description:
It was reported that: "one of the biggest concerns was lumen size. Our previous catheters were 13.5f size and these are 12f size catheters this causes high pressures. Crrt cartridges naturally clot, especially in our critical care environment, but it was noticed that with the high pressure issues and consequent stopping of the dialysis procedure, patients were having more problems with clotting" on the dialysis/crrt machine. The issue may be the design of the inlet/outlet, the shape of the catheter tip, the lumen size or flexibility of the material. There was no patient injury as a result."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "one of the biggest concerns was lumen size. Our previous catheters were 13.5f size and these are 12f size catheters; this causes high pressures. Crrt cartridges naturally clot, especially in our critical care environment, but it was noticed that with the high-pressure issues and consequent stopping of the dialysis procedure, patients were having more problems with clotting" on the dialysis/crrt machine. The issue may be the design of the inlet/outlet, the shape of the catheter tip, the lumen size or flexibility of the material. There was no patient injury as a result."